Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The returned gaia third was bent at approximately 45mm from the tip where the coil pitch was widened and the core wire was fractured. The coil wire was unwound for observation by sem. A bend was observed proximal to the fracture end. The fracture surface was stepped with multiple longitudinal clefts that were attributed to repeated bending stress. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information with angiogram and findings on investigation, it was presumed that repeated bending stress generated with wire manipulation had most likely attributed to the observed fracture on the returned gaia third guide wire. The applied stress would accumulate on the guide wire when attempts were made to cross the complex calcified cto by which the wire tip was being temporarily caught and restricted its movement. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that two gaia third guide wires became loose or kinked during a pci to treat a moderately tortuous, moderately calcified cto in the mid rca. In order to increase the wire support, an asahi caravel 135 microcatheter was used. Several asahi guide wires were used in attempts to cross the cto before the two gaia third guide wires were used. When the physician was using the first gaia third to open the cto, he felt it was not corresponding as he intended. The guide wire was noted slightly loosened under the angiography. A new gaia third was replaced to resume the procedure. This time the physician felt the gaia third was kinked in the vessel and exchanged to a different guide wire. The procedure was completed unsuccessfully as no guide wire was able to cross the complex cto. There were no adverse patient effects associated with this event.